Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 128mg/dl, hi mg/dl, 211mg/dl, hi mg/dl, 314mg/dl, 125mg/dl. Tests were done less than 10 mins apart with a difference of 56%. Patient did not experience any adverse events. No further information has been reported.